Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading despite customer following app prompts and that similar alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump.